Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2019-03743. It was reported the patient underwent surgical intervention to revise the scs leads due to migration and high impedance. There were no complications during the procedure and stimulation therapy was restored postoperatively.